Event description:
Facility reported to (B)(4) service and repair: during pre-testing, two battery reamer/drills started smoking. Devices were not used during surgical procedure, no patient involvement. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit smokes was confirmed. The device was tested and the complaint was duplicated. Also it was noted that it makes an unusual noise, fails power test measurement. Evidence indicates this is due to immersion during cleaning. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from awareness date was reviewed. The item was previously returned for service on (B)(4) 2013 due to not running. A service request was called in for this item on (B)(6) 2013 for the device started smoking. The previous service condition of not running is not relevant to the current complained issue of started smoking. The manufacture date of this item is 18-jul-2005. (B)(4). Placeholder.